Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir cannot stay in place. The customer¿s blood glucose level was 6.5 mmol/l at the time of incident. The customer reported that the reservoir compartment fell off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.